Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-11362. It was reported the patient stopped maintaining his ipg as recommended due to receiving stimulation in the wrong location. Reprogramming to receive stimulation in the correct area was unsuccessful. Due to the ipg not being maintained properly, the charger and programmer can no longer communicate with the device. As a result, the patient is looking forward to undergoing surgical intervention.